Manufacturer narrative:
Unknown/not provided: no further attempts performed to request the missing information as account did not provide information that was asked (gender/age/date of birth) and indicated that there is no further information available regarding this case. If implanted, give date: not applicable, as lens was removed during the same procedure. If explanted, give date: not applicable, as lens was removed during the same procedure. Initial reporter: phone number: (B)(6). The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the intraocular lens (iol) was loaded and inserted intraocularly when it was noted that the lens was defective; therefore, it was removed during the same procedure. Account indicated that the incision was enlarged for iol removal. The lens was destroyed and discarded. There was no information provided regarding if the iol was replaced. There was no patient injury reported. Patient outcome was not provided. No further information is available.